Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed skin overgrowth, redness and pain at the abutment site. Subsequently, the patient was treated with oral antibiotics, 4 times daily, for a duration of 7 days (treatment dates not reported).